Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from three patient samples processed on the vitros eciq immunodiagnostic system. An ocd field engineer cleaned the microwell incubator and sample trays to return the instrument to expected operation. Following these activities, acceptable vitros trop I es performance was observed. The root cause of this event is most likely instrument related.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (0.061, 0.063, 0.062 ng/ml) from three patient samples processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not released out of the laboratory. Vitros top I es results of < 0.012 ng/ml were obtained for each affected sample upon repeat analysis. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)